Manufacturer narrative:
The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: microcatheter (details unknown); new coil (details unknown).

Event description:
It was reported by the hospital contact that during coil embolization procedure the tip of microcatheter (details unknown) came out of aneurysm. The surgeon decided to remove the coil ((B)(4)) and reshape the microcatheter. The sheath was broken and the coil could not be removed. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6), had pcom with 3.5*5.6mm. Neck width was 2.4mm. The product will be returned for analysis. The same microcatheter was used to complete the procedure. It is unknown if there were any damages noted on the coil after use.

Manufacturer narrative:
It was reported by the hospital contact that during coil embolization procedure the tip of microcatheter (details unknown) came out of aneurysm. The surgeon decided to remove the coil (cdf10015430/c18049) and reshape the microcatheter. The sheath was broken and the coil could not be removed. Changed to a new coil (details unknown) to complete. There was no report on patient injury. The patient is female and (B)(6), had pcom with 3.5*5.6mm. Neck width was 2.4mm. The product will be returned for analysis. The same microcatheter was used to complete the procedure. It is unknown if there were any damages noted on the coil after use. The coil was returned undamaged. Located 25.0 centimeters off the distal tip of the green introducer the core wire protrudes outside the sheath. Located at the protrusion site is severe mechanical sheath damage resulting in the opened skive. This appears to be caused by the resheathing tool. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has indentations, compression and stretching damage. Adjacent, but distal to the protrusion site is a section of opened skive caused by internal pressure of the core wire against the skive. No manufacturing defects were found. While the exact root cause of the microcatheter moving off the target site a contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which opened up the skive and caused the microcatheter to move off the target site which may have prevented the coil from being deployed and positioned at that time. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition without the identification or the return of the microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. The most likely contributing factor to the resheathing difficulty was due to the resheathing tool causing severe mechanical sheath damage which allowed the core wire to protrude outside the sheath. The circumstances of how and when this damage occurred cannot be determined. This damage allowed the core wire to protrude outside the sheath. In this condition the coil cannot be resheathed. The exact circumstances of how and when the device was damaged inside the patient and the coils inability to be removed cannot be determined. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.